Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was stopped and can not get restarted and had absence of occlusion alarm. Customer's blood glucose value was 330 mg/dl. Customer was able to perform hp test but did not pass. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device passed the delivery accuracy test. Device was received with cracked battery tube threads and cracked reservoir tube lip.